Manufacturer narrative:
A logfile review for the treatment day showed that the warning message occurred many times. The reported event could be confirmed. During the onsite visit, the field service engineer (fse) stated the eye tracker mirror was dirty with bss (balanced salt solution) caused by user handling when the doctor uses excess bss for washing patient´s eyes. The fse replaced the eye tracker camera and performed alignment and calibration. The system meets service test procedure. The root cause for the faulty eye tracker camera is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An assistant reported difficulty applying the eye tracker in light eyes. The procedures were completed with no harm to the patient. Additional information received states the event happened after the laser fired.